Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per wo notes, there was no suction at left port. Failed circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. The device was evaluated upon receipt. It was confirmed that the device would not fill and no suction at left port. Servicing of the circulation pump. The pm was performed. Mixing pump sn-(B)(6), replacing the heater 2234 with 2509. The manifold o-rings, the heater foam, the evaporator outlet tube and the double bend tube has been replaced. An electrical safety test and ctu calibration were performed and passed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per wo notes, there was no suction at left port. Failed circulation pump.